Manufacturer narrative:
The insulin pump would not prime during the prime/force sensor system test and a motor error alarm was received during testing, due to protruded/loose drive support disk. The motor passed motor test. The device was received with scratches on the lcd window, cracked case near display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called and reported experiencing low blood glucose that hovered around 42 mg/dl for four hours. At the time of this report, customer's blood glucose was 126 mg/dl. During troubleshooting, the drive support cap of the insulin pump appeared normal. Customer was disconnected during rewinding and filling the tubing. The customer reported receiving a motor error alarm during bolus. Device was not exposed to a strong magnetic field. Customer was not using the sensor feature at the time of the motor error. The rewind sequence was successfully completed. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.